Event description:
An operating room nurse reported that they had an issue with the fax (fluid-air exchange) setting; during procedures involving approx five pts, there was not enough air coming out to keep the eye inflated. The surgeon tried to open the valve by increasing the output; it is not known if this resolved the issue. It is unk if there was any impact to the pts involved. Add'l info has been requested. After one of the procedures, a biomedical engineering technologist troubleshot by having the staff switch to fax and putting the pt end into some water; he saw a few bubbles coming out. He then took the white end off the cassette and pushed a syringe full of air through the line; after that, the fax functioned properly.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk; without a sample, it is not possible to isolate the root cause. A potential root cause of the customer's complaint is the failure of the device to switch from fluid to air is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address this issue. (B)(4).